Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Doctor reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the blood glucose was 425 mg/dl at the time of call. Doctor reported that the insulin pump it will not rewind correctly due to reservoir will not go in and fit securely. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.